Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was not working as well the pt wanted. There was a gradual loss of therapeutic effect over the past 2 years, and the pt's foot cramped when the stimulation was on and off. The reporter stated the pt's 2nd toe was a "hammer toe" due to years of interstim device use. The pt needed a new lead because it was not working, and the stimulator was turned off. The health care professional planned on replacing the lead and doing a trial with a new lead on the pt's other side. It was later reported the device was replaced. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.